Event description:
A nurse reported when using the silicone oil, the oil builds up inside the syringe and leaked out when the syringe was engaged. The procedure was completed manually.

Manufacturer narrative:
The company representative examined the system and no problem was found. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event, therefore steps could not be taken to duplicate or confirm the customer reported event. The root cause is unknown. (B)(4).